Manufacturer narrative:
(B)(4). Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call stated that the customer's insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated blank display and they changed battery and cleaned it, but it did not worked. The troubleshoot was performed and was advised to insert new battery. The customer stated that the display did not returned. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube. Unable to perform the self-test, displacement test and operating currents measurement due to blank display anomaly. Insulin pump had cracked reservoir tube lip and minor scratched display window.